Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used. No other defects or anomalies were observed. The stapler was received with 14 staples left in the cartridge indicating that at least 21 staples were fired by the end user. The functional inspection was performed by attempting to fire staples from the returned stapler and the remaining staples were fired from the stapler with no difficulty. The device history review for the product visistat 35w 6/box,lot #73h1500121 did not show issues related to the complaint. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: a corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "staple stuck in unit" could not be confirmed based upon the sample received. The root cause is undetermined or unknown.

Event description:
The stapler was stuck during use. The patient's condition was reported as fine.